Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed because the ankle fusion intramedullary nail fractured causing pain.

Manufacturer narrative:
\ The associated complaint device was not returned. A review of the manufacturing records did reveal manufacturing abnormalities, however the noted abnormalities cannot have contributed to the reported issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.